Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. Upon interrogation, the atrial lead exhibited a decrease in the p-wave amplitude. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.